Manufacturer narrative:
Updated block: h6 per additional testing by the supplier, the power supply passed all requirements. There were no physical or functional failure of the power supply.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) duplicated the reported issue. The central control monitor powered on as normal long enough for data to be collected before the screen went blank. It was determined that the power supply was defective.

Manufacturer narrative:
The service repair technician (srt) was not able to duplicate the reported complaint. The srt replaced the power supply assembly. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The service repair technician (srt) could not duplicate the reported complaint but did observe a burn in image on the screen of the ccm. The ccm was replaced. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) was blurry and malfunctioning. There was no patient involvement.